Manufacturer narrative:
On november 3, 2015 it was realised that a mistake in the product description of the "müller low profile cup" was made. Instead of "low profile cup" (correct), the product description became "full profile cup" (wrong) on the product labels. During the update of the label, the product description was erroneously transferred, resulting in mix-up description: low profile was labelled as full profile cup. Labelling attributes (size of product for example, reference numbers and brand name) were correct. The wrong content was released and valid on (B)(6) 2015. Wrong labels were printed starting from (B)(6) 2015. Root cause: the process, how to review a product label, was not adequately defined. In the label release matrix, it was only defined who had to review a label change. The review team had no additional information how to review and what information could be used to perform a precise review. The following points describe the already performed and to be performed actions: for all products that were labelled with the wrong product description, a recall has been issued and started. The affected products will be retrieved and destroyed. The correction of the product labels has been performed and already released. The new and correct version has been released on the (B)(6) 2015. The release of established and changed product was not adequately defined and will be reviewed and modified, in order to avoid incomplete or insufficient reviews. The process is going to be updated. Zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).

Manufacturer narrative:
The initial investigation found that the new labels were released in finish on the (B)(4) 2015, and as such all müller cups produced after that date can be affected. A lot blocking for products that are still under zimmer control was created as immediate action. Within the next 30 days a field-action for those devices distributed in to the market will be initiated by zimmer (B)(4). Zimmer's reference number of this file is (B)(4).

Event description:
On (B)(6) 2015 a sales representative from (B)(6) (consignation warehouse) reported, that muller low profile cups were found with incorrect labeling, the parts being marked as muller full profile cups.